Event description:
Reporter alleged blood glucose measured 285 & 278 mg/dl from one particular test strip vial, however, when compared to a different test strip vial, it generated a result of 120 mg/dl within 2 minutes apart. Customer stated there were loose desiccant beads in the strip vial that generated the first two results. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.